Event description:
One touch ultra owned since july 2001. Complaint reported by lfs canada, hard copy on file. Data entered for lfs canada by medical affairs, lfs milpitas. Results are from meter's memory and customer's memory. Clock was set to 4:35am feb 04/2019. The lfs canada rep helped the patient change it to correct time of 3:38pm in 04/2002. All results in mmol/l, the correct unit of measure. Patient complained that ultra reading lower than ER meter (unknown brand). 20mmol/l vs. 30mmol/l at the same time approximately 1a.m. Three days later. The alleged result could not be located in the memory. Summary: patient was prescribed 1 tab prednisone daily for 7 days to control asthma after a 2002 ER visit for an asthma attack. First tab taken in ER and second the next day around evening dinner, exact time unknown. The patient then reportedly ran three tests on the ultra of 30.8, 32.4, and 31.9 within 3 minutes of the other. Because the patient did not feel ill, only extra hungry and a bit thirsty, the patient thought the results were incorrect and called the hospital who advised the patient to come in with the meter to be evaluated. She was admitted for hyperglycemia secondary to prednisone use, and dehydration secondary to hyperglycemia. The patient was also hypokalemic. During the hospitalization the patient was treated with IV fluids with added potassium. During further conversations with the patient on different days to verify times and dates, the patient denied the precision testing as noted in the meter's memory stating they were throughout the evening prior to admit. The patient does not recall at what time the last result was done before going to the ER. Because of the alleged comparison in the ER (meter lower than ER's meter) the patient blames the meter and lifescan for the delay in going to the hospital "in time and for the elevated blood glucose". The patient also blames the ER physician for prescribing prednisone because it elevated the patient's glucose. Reportedly, the last time the patient's blood glucose was in the 30 mmol range the patient "almost didn't make it". The patient perceives the three tests done at home were actually in the 40mmol/l range. The dates in the memory are not chronological. They jump from feb 1 to january and back to february with the year 2019. The three precision tests are seen as done on feb 1, 2019 with the times between 15:01 and 15:03. The 13 accessed results range from 10.4 to 32.4. The patient denies changing the dates and times.